Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while investigating a complaint for MFR report# 1119779-2021-00873 it was suspected the bd max¿ system, bd max¿ instrument was responsible for some of the false positive results that were obtained. The following information was provided by bd investigator: 'while performing investigation for reagent complaint (B)(4) (child investigation (B)(4)) from (B)(6) for false positive results using the bd sars cov-2 assay, we suspects pumps and alignment (in top) for being responsible for some of the false positive results obtained by the customer.'

Event description:
It was reported while investigating a complaint for MFR report# 1119779-2021-00873 it was suspected the bd max¿ system, bd max¿ instrument was responsible for some of the false positive results that were obtained. The following information was provided by bd investigator: 'while performing investigation for reagent complaint (B)(4)  (child investigation (B)(4)) from imperial county public health lab for false positive results using the bd sars cov-2 assay, we suspects pumps and alignment (in top) for being responsible for some of the false positive results obtained by the customer.'

Manufacturer narrative:
H6: investigation summary a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received "false positive" on bd sars covid assay. Field service was dispatched. Field service performed pm and alignment of the instrument. No parts were returned to bd for investigation. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.